Manufacturer narrative:
In the initial MDR, the investigation results did not include result code and conclusion code for the lens. The following has been updated accordingly. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol), model zct150 16.0 diopter, was implanted on (B)(6)2017. However, the lens landed 1.5 from intended target and was therefore explanted on (B)(6)2017. The replacement lens was a tecnis toric iol, model zct150 18.0 diopters. There was no capsular tear or vitrectomy. The patient is doing well, the patient¿s uncorrected visual acuity is 20/20 +2, and post op refraction is: plano -0.5 x 145 20/20+2. No additional information was provided.